Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: lot#, UDI# and expiration date. Device manufacture date. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: part number: 04.038.300s lot number: h426217 part manufacturing date: 29 august 2017 manufacturing site: elmira part expiration date: 31 july 2027 nonconformance noted: n/a a review of the device history record revealed no complaint related anomalies. The device history record shows lot h426217 of tfna helical blades was processed through the normal manufacturing and inspection operations with no rework or nonconformances noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record(s) determined the raw material lot h189259 met all specifications with no issues documented that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient¿s weight, ethnicity and race were not provided for reporting. Date of event is unknown. Device is not expected to be returned for manufacturer review/investigation. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, patient underwent a planned removal of trochanteric fixation nail advanced (tfna) implants due to the implant blade cut out. The hardware was removed, and the patient was revised to a total hip. There was no surgical delay. Patient and surgical outcome is unknown. Concomitant device reported: screw (part # unknown, lot # unknown, quantity 1). 11mm/130 deg ti cann tfna 380mm/right - sterile (part # 04.037.158s, lot # 7956114, quantity 1). This report is for one (1) tfna helical blade 100mm sterile. This is report 1 of 1 for (B)(4).